Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple cubies experienced frequent failures. The customer reported that the drawer failed to open, failed to lock, encountered read/write errors, and was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer 4.1 on the auxiliary cabinet was failing cubie pockets with a read write error message. A field service engineer (fse) reseated the row board cable, the pyxis bus cable and replaced the retractor band. After rebooting the device, the fse logged into the hardware test application and ran a final test on the drawer. Drawer and cubie pockets were functioning properly. The system functioned as intended after the field service engineer repaired the device.